Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula.

Event description:
It was reported that the patient's blood glucose level rose to 22.0 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). Upon removal the patient observed a "slight bulge". As treatment, a new pod was applied.